Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). Per third party field service, the service technician was able to verify the reported issue of model lap top ventilator 950 internal battery was not holding charge. The internal battery is intended to last 40 minutes when fully charged and was only lasting 15 minutes during internal battery testing when fully charged. Field service technician is waiting for customer to approve repairs. The device has not been received by carefusion.

Event description:
The customer reported the model lap top ventilator 950 internal battery is not charging. Upon further investigation, the customer stated there was no patient involvement or allegation of patient harm.